Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer stating her meter is reading high results for her. The customer feels well and did not report any symptoms. Customer stated her normal blood sugar range of reading is between 70-100 mg/dl fasting. Customer stated she did open the vial of strips on 4/18/2016 and the manufacturer's expiration date is 11/30/2017. She keeps the meter and strips in the kitchen. Customer has had medical change her meds were lowered and did not provide meds she is on. Customers meter memory was not set with date and time correctly. The meter memory was reviewed for previous test result history: 283mg/dl, (B)(6) 2016, 04:50 pm, fasting: yes; 172mg/dl, (B)(6) 2016, 10:53 am, fasting: yes; 70mg/dl, (B)(6) 2016, 03:14 pm, fasting: yes; 69mg/dl, (B)(6) 2016, 07:47 am, fasting: yes; 165mg/dl, (B)(6) 2016, 02:49 pm, fasting: yes.